Manufacturer narrative:
The service technician identified during his on-site investigation that a malfunction of the oxygen valve, which is part of the gas mixer, had caused the reported symptom. The device log was downloaded and made available to the manufacturer for investigation. It was confirmed by log analysis that the entries are consistent to the failure description and that the replacement of the oxygen valve was the effective and successful repair. The internal function monitoring had observed the deviation of the valve, which resulted in the reported ¿mixer inop¿ alarm. To restore valid conditions for ventilation a warmstart was triggered, which is shown as "device failure 13.99.130" on the screen. Audible alarms and visual messages are activated to inform the user of the warmstart. The emergency-breathing valve is automatically opened to allow for spontaneous breathing. A warmstart needs about 8sec, thereafter the ventilation is continued with the previous settings.

Event description:
It was reported that the device posted "mixer inop" alarm and "device failure 13.99.130" while in use. The customer replaced the device. No injury has been reported.